Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast catheter. The customer states rfg indicated a faulty catheter when activated. Dr removed catheter from the pt and started the procedure with a second catheter. Post scan of pt indicated a thrombus extension. Pt prescribed lovenox for treatment regimen.